Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, three devices were used. During a procedure, all balloons of three devices were ruptured. The intended procedure was completed with another device. On (B)(6) 2018, it was found that two of three balloons had a hole and the other balloon was partially missing. No further information was provided. This is the report regarding missing balloon.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The balloon of the subject device was torn. However, the balloon did not have missing part. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the balloon ruptured since the balloon was damaged by a biliary calculus when the user retrieved the biliary calculus with the subject device. The instruction manual of the device has already warned as follows; if the balloon cannot be deflated, withdraw it using an appropriate method determined by the specialist. If an excessive force is applied on the balloon catheter when the balloon cannot be deflated, patient injury such as bleeding, mucous membrane damage, or edema may occur. It could also cause the balloon to burst or the distal end of the instrument to break off, which could remain inside the patient.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".